Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 330mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue.